Manufacturer narrative:
Date of event: the exact date is unknown; however, it was reported that the event occurred in (B)(6) 2019. The complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown. Adverse event problem: imdrf patient code e010701 captures the reportable event of delirium. Imdrf impact code f08 captures the reportable event of readmission.

Event description:
Note: this report pertains to one of three devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii, 8/10 dilator sheath set and percutaneous access needle were used during a percutaneous nephrolithotomy (pcnl) procedure performed in (B)(6) 2019. The patient experienced delirium and was readmitted. In the physician's assessment the event was not related to the imager ii and 8/10 dilator sheath set but was probably related to the procedure. In the physician's assessment the event was possibly related to the percutaneous access needle but was probably related to the procedure.

Manufacturer narrative:
Block b3: date of event: the exact date is unknown; however, it was reported that the event occurred in july 2019. Block d4, h4: the complainant was unable to report the device suspected lot number; therefore, the manufacture date and expiration date are unknown. Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on april 3, 2023. Block h6: imdrf patient code e010701 captures the reportable event of delirium. Imdrf impact code f08 captures the reportable event of readmission.

Event description:
Note: this report pertains to one of two devices used in the same patient and procedure. It was reported to boston scientific corporation that an imager ii and 8/10 dilator sheath set were used during a percutaneous nephrolithotomy (pcnl) procedure performed in (B)(6)2019. The patient experienced delirium and was readmitted. In the physician's assessment the event was not related to the imager ii and 8/10 dilator sheath set but was probably related to the procedure. Additional information received on april 3, 2023: it was clarified that a percutaneous access needle was not used in the procedure.